Manufacturer narrative:
H3:product analysis: evaluation determined that the tool was broken at head and there was discoloration near the break. The most likely cause was identified as the localized failure is excessive force leading to edge of the stem locally contacting the surrounding material combined with inadequate irrigation leading to excessive heat which may have exacerbated the issue. It was also noted that the tool showed signs of tempering due to excessive heat near the fracture zone and the tool and head were examined under the microscope and there appeared to be concentrated areas of metal depositing along the surface of the stem. The failure location showed signs of plastic deformation in the torsional direction along with indications of excessive heat due to tempering colors. The head of the tool did not visually have any diamonds remaining and showed signs of excessive wear and deformation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: no conclusion can be drawn; device evaluation anticipated, but not yet begun. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during cervical laminoplasty, the tool was broken. It was also reported that the broken piece was removed by cutting the bone. On follow up it was confirmed, after the surgery there was no impact to the patient and it was also reported that there was a delay in the procedure. The procedure was completed using the backup device.